Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad stopped alarm on the reported event date which was due to a controller exchange by the patient. In addition there was a critical battery alarm three weeks earlier than the event. Analysis of the device revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported alarms may be attributed to a communication error between the controller and the batteries. Log analysis revealed a vad disconnect alarm that was most likely due to a driveline disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of seven reports (3007042319-2015-00961, 00962, 00963, 00964, 00965, 00966 and 00967) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is report five of seven reports (3007042319-2015-00961, 00962, 00963, 00964, 00965, 00966 and 00967) submitted for devices related to the same event.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient called in reporting that he had heard single intermittent beeps from controller throughout day on (B)(6) 2015 starting at 9am. When the patient checked his controller he did not recall seeing any alarms and his batteries had ample power. It was also reported that patient has been changing his batteries before they are due to be changed, especially when he is going out to activities. At 5pm the patient reported that he thinks his vad stopped and he felt light-headed and dizzy. He reports that he saw a red flashing alarm on controller and a continuous alarm. He reports that when he changed power sources on controller he felt the vad restart. *this is report five of seven reports (3007042319-2015-00961, 00962, 00963, 00964, 00965, 00966 and 00967) submitted for devices related to the same event.

Manufacturer narrative:
One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed several premature power switching events. The power switching events may have been due to communication errors or momentary disconnections. Momentary disconnections will cause audible tones and will not display a visual alarm on the controller. Log file analysis revealed a controller power up on (B)(6) 2017 at 17:05:15. The data point prior to the controller power up event revealed that (B)(4) was connected to power port 1 with 59% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 47% rsoc. The data point after the controller power up event revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 98% rsoc. A fault status was not recorded in the data file. Additionally, no alarms were recorded prior to or immediately after the loss of power. This suggest the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Analysis of the devices revealed that the units passed visual and functional testing. The most likely root cause of the reported intermittent beeps can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported continuous alarm can be attributed to a loss of power, most likely due to a disconnection of both power sources from the controller. The reported red flashing alarm could not be confirmed; the alarm logs did not record an alarm immediately before or after the controller power up event. The manufacturer is investigating communication errors between controller and battery and controller intermittent disconnections identified on smr-loaded controllers. The most likely root cause of the reported intermittent beeps can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported continuous alarm can be attributed to a loss of power, most likely due to a disconnection of both power sources from the controller. The reported red flashing alarm could not be confirmed; the alarm logs did not record an alarm immediately before or after the controller power up event. *this is report one of seven reports (3007042319-2015-00961, 00962, 00963, 00964, 00965, 00966 and 00967) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.